Manufacturer narrative:
Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Product cracked in multiple locations. Update 05/09/17- upon examination of the returned device, the smaller post has fractured off the body of the instrument. The broken pieces were not returned. Please re-assess the MDR decision and codes accordingly.